Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a power loss alarm and a low battery alert. The customer's blood glucose level was 11 mmol/l. The customer completed troubleshooting and found that they had the incorrect fill cannula. The customer was advised to monitor the device and call back if problems recurred. Nothing was replaced or returned.